Event description:
It was reported that the foley insertion tray did not come with the syringe or solution. Patient stated nurse had to use two trays for each insertion.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. It is unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect clearance by machine maintenance". The DHR review could not be performed without a lot number. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley insertion tray did not come with the syringe or solution. Patient stated nurse had to use two trays for each insertion.